Event description:
The pt experienced a lack of therapeutic effect and no stimulation sensation following a fall right on the neurostimulator. It was also reported that there were telemetry issues during device interrogation. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).